Manufacturer narrative:
This case was initially reported by physician on (B)(6) 2017. More information was received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. The most recent information was received from physician on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right-sided pelvic pain (like pricking)") and endometritis ("endometritis") in a (B)(6) female patient who had essure (batch no. C55829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, house dust mite allergy, seasonal allergy, factor v deficiency, multigravida, parity 4 (four normal deliveries), pregnancy with iud and fractured metatarsal (fifth metatarsal twice). No history of thromboembolism. Familial medical history: nothing of note. Previously administered products included for contraception: copper iud; for hormonal contraception: mirena. Past adverse reactions to the above products included menorrhagia with copper iud; and migraine with mirena. Concurrent conditions included condom. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhea, ie periods lasting 5 days (related to the appearance of a uterine polyp)"), serum ferritin decreased ("diminished ferritin level (despite taking iron)"), dyspareunia ("sexual relations are sometimes painful"), cystitis ("cystitis"), uterine polyp ("hypermenorrhea (related to the appearance of a uterine polyp two years after insertion)"), alopecia ("hair loss"), arthralgia ("joint pain, right and then left knee pain"), insomnia ("frequent insomnia"), functional gastrointestinal disorder ("functional colonopathy, gastrointestinal disturbances"), vision blurred ("fog-like vision"), pruritus ("pruritus"), cough ("dry cough / loose cough"), bronchitis ("bronchitis") and faeces hard ("hard stools"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), vaginal infection ("vaginitis"), migraine ("increased frequency of migraine attacks"), pollakiuria ("pollakiuria"), myalgia ("few muscle pains in lower limbs") and procedural pain ("uterine cervix pain during digital vaginal examination"). The patient was treated with iron and surgery (laparoscopic subtotal hysterectomy and salpingectomy for removal of essure). Essure was removed on 7-sep-2017. On 30-nov-2017, the pelvic pain, endometritis, vaginal infection, menorrhagia, serum ferritin decreased, dyspareunia, cystitis, uterine polyp, alopecia, arthralgia, insomnia, functional gastrointestinal disorder, migraine, pollakiuria, myalgia, vision blurred, pruritus, cough, bronchitis, procedural pain and faeces hard had resolved. The reporter considered alopecia, arthralgia, bronchitis, cough, cystitis, dyspareunia, endometritis, faeces hard, functional gastrointestinal disorder, insomnia, menorrhagia, migraine, myalgia, pelvic pain, pollakiuria, procedural pain, pruritus, serum ferritin decreased, uterine polyp, vaginal infection and vision blurred to be related to essure. The reporter commented: according to the patient, who is also a physician, essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Serum ferritin (20 - 200 ng/l) - on (B)(6) 2015: 17 ng/l (depressed); on (B)(6) 2016: 13 ng/l (depressed). Prior to placement: skin prick tess: negative, no known allergy to metals. On (B)(6) 2015: gynecological examination: no vaginal lesion in lower third of vagina. Hysteroscopy for essure insertion: no preliminary dilatation of uterine cervix. The endocervix was visualised and was entirely normal. Uterine cavity normal in size. Left and right ostia normal. No suspect endometrial atrophy. The uterine tubes were catheterised and the essure inserts were placed on the left and then on the right with no difficulties, with 6 trailing coils on the left and 3 on the right. No peri-operative incidents. In (B)(6) 2015: three-month confirmatory test: inserts in place. On (B)(6) 2017: ultrasound due to pelvic pain on right: does not show any underlying uterine adenomyosis. The inserts are in place. A uterine polyp was found: median anteverted uterus measuring 64 mm in length, 48 mm in transverse dimension and 35 mm in anterior-posterior dimension. A thin layer of fluid was present in the uterine cavity with a small round tissue formation measuring 5.6 mm across in the middle part of the cavity, possibly suggesting a small polyp. The 2 essure inserts were seen, the extremities were correctly positioned, 27 mm apart. The 2 ovaries also observed, no abnormal cystic features. Pelvic caecum was full of matter, in the right iliac fossa and pelvic region. On (B)(6) 2017: urinalysis: wbc and rbc less than 1000/ml, no epithelial cells, crystals, cast. After culture on usual media polymorphous bacterial flora, germ count: 1000/ml, probable vaginal contamination. Interpretation: multiple germ bacteriuria with no pyuria: probable contamination. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 21-dec-2017 for the following meddra pts: pelvic pain: the analysis revealed 9023 cases (excluding this case). Endometritis: the analysis revealed 17 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2017: device removal questionnaire received by the patient (the reporting physician herself): removal was performed on her request on (B)(6) 2017 (not (B)(6) 2015, as previously reported) and for medical reasons. The infection referred to endometritis, cystitis and vaginitis (event "infection" deleted and event "vaginitis" added).subtotal hysterectomy and salpingectomy were performed via laparoscopy. Complete resolution of the events on (B)(6) 2017 three months after removal (outcome of events updated to resolved). According to the patient, who is also a physician, essure caused or contributed to the occurrence of the events. No further information is expected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially reported by physician on (B)(6) 2017. The most recent information was received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right-sided pelvic pain (like pricking)"), endometritis ("endometritis") and infection ("infection") in a (B)(6) female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, house dust mite allergy, seasonal allergy, factor v deficiency, multigravida, parity 4 (four normal deliveries) and pregnancy with iud. No history of thromboembolism. Familial medical history: nothing of note. Previously administered products included for contraception: copper iud; for hormonal contraception: mirena. Past adverse reactions to the above products included menorrhagia with copper iud; and migraine with mirena. Concurrent conditions included condom. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), infection (seriousness criterion medically significant), menorrhagia ("hypermenorrhea, ie periods lasting 5 days (related to the appearance of a uterine polyp)"), serum ferritin decreased ("diminished ferritin level (despite taking iron)"), dyspareunia ("sexual relations are sometimes painful"), insomnia ("frequent insomnia"), uterine polyp ("hypermenorrhea (related to the appearance of a uterine polyp two years after insertion)"), alopecia ("hair loss"), arthralgia ("joint pain, right and then left knee pain"), functional gastrointestinal disorder ("functional colonopathy, gastrointestinal disturbances"), migraine ("increased frequency of migraine attacks"), pollakiuria ("pollakiuria"), myalgia ("few muscle pains in lower limbs"), cystitis ("cystitis"), vision blurred ("fog-like vision"), pruritus ("pruritus"), cough ("dry cough / loose cough"), bronchitis ("bronchitis"), procedural pain ("uterine cervix pain during digital vaginal examination") and faeces hard ("hard stools"). The patient was treated with iron and surgery (subtotal hysterectomy and salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometritis, infection, menorrhagia, serum ferritin decreased, dyspareunia, insomnia, uterine polyp, alopecia, arthralgia, functional gastrointestinal disorder, migraine, pollakiuria, myalgia, cystitis, vision blurred, pruritus, cough, bronchitis, procedural pain and faeces hard outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, bronchitis, cough, cystitis, dyspareunia, endometritis, faeces hard, functional gastrointestinal disorder, infection, insomnia, migraine, myalgia, pelvic pain, pollakiuria, procedural pain, pruritus, serum ferritin decreased and vision blurred with essure. The reporter considered menorrhagia and uterine polyp to be unrelated to essure. The reporter commented: patient is a physician herself. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Serum ferritin (20 - 200 ng/l) - on (B)(6) 2015: 17 ng/l (depressed); on (B)(6) 2016: 13 ng/l (depressed). Prior to placement: skin prick tess: negative, no known allergy to metals. On (B)(6) 2015: gynecological examination: no vaginal lesion in lower third of vagina. Hysteroscopy for essure insertion: no preliminary dilatation of uterine cervix. The endocervix was visualised and was entirely normal. Uterine cavity normal in size. Left and right ostia normal. No suspect endometrial atrophy. The uterine tubes were catheterised and the essure inserts were placed on the left and then on the right with no difficulties, with 6 trailing coils on the left and 3 on the right. No peri-operative incidents. In (B)(6) 2015: three-month confirmatory test: inserts in place. On (B)(6) 2017: ultrasound due to pelvic pain on right: does not show any underlying uterine adenomyosis. The inserts are in place. A uterine polyp was found: median anteverted uterus measuring 64 mm in length, 48 mm in transverse dimension and 35 mm in anterior-posterior dimension. A thin layer of fluid was present in the uterine cavity with a small round tissue formation measuring 5.6 mm across in the middle part of the cavity, possibly suggesting a small polyp. The 2 essure inserts were seen, the extremities were correctly positioned, 27 mm apart. The 2 ovaries also observed, no abnormal cystic features. Pelvic caecum was full of matter, in the right iliac fossa and pelvic region. On (B)(6) 2017: urinalysis: wbc and rbc less than 1000/ml, no epithelial cells, crystals, cast. After culture on usual media polymorphous bacterial flora, germ count: 1000/ml, probable vaginal contamination. Interpretation: multiple germ bacteriuria with no pyuria: probable contamination. Quality-safety evaluation of ptc: lot number: c55829, production date: (B)(4) 2014, expiration date: 31-may-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(4)2017 for the following meddra pts: pelvic pain: n° 6635 cases (excluding this case). Endometritis: n° 17 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added: hard stools, loose cough, uterine cervix pain during vaginal examination, bronchitis, dry cough, pruritus, fog-like vision, infection, endometritis and cystitis. Action taken: subtotal hysterectomy performed on (B)(6) 2015 and salpingectomy for removal of essure (case is thus classified as incident). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.